Event description:
It was reported that the pump was being replaced due to eri (elective replacement indicator). Only 2 inches of the catheter was visible/attached to the pump. It was unclear where the rest of the catheter was. The pump and catheter were replaced. As of (B)(6) 2013, the patient was doing very well and receiving effective therapy. The pump was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).